Event description:
The customer reported that the stenoscop system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A cable was replaced. The system was tested and operates as intended.